Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with pump failure was neither confirmed nor reproduced during product evaluation. However, quality engineering found an occurrence of failure code 810:04 in the event history log which was selected as the determined problem. The root cause of the failure code was identified as the air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was recalibrated to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A device history review was performed with no exceptions during manufacturing found.

Event description:
The facility reported a colleague infusion pump with pump failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.